Manufacturer narrative:
Evaluation concluded that this report was an isolated incidence as it was the first report of its kind for the (B)(4) pieces of this device distributed to date.

Event description:
Membrane scraper is used during ophthalmic surgery to create membrane edge enabling surgeon to peel back membrane and expose treatment area. This device was being used during a pars plana vitrectomy. During the procedure it was reported that the membrane scraper had flex come off into the patient's eye (the sapphire chips adhered to silicone rod). The eye was flushed with fluids to remove all remaining flecks or chips from the patient's eye.